Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date - the lot was manufactured between october 21-24, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it appeared to show a few droplets located inside the device's bottle near the lower part of the bottle. The reported condition was verified. The cause of the reported condition could not be determined; however, the droplets resemble condensation. Condensation is a natural process by which water vapor in the air is changed into liquid water; water that collects as droplets on a cold surface when humid air is in contact with it. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking from an unspecified location. The leak was observed upon arrival of the delivery of the device prior to patient use. The device was filled with ceftriaxone 2000 mg in 50 ml nacl 0.9%. There was no patient involvement. No additional information is available.